Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported that the infusion sets were leaking at the headset and the self-adhesive of the infusion sets were wet with insulin. The caller alleged that this occurred with two infusion sets from the same box. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.